Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a sore under the front therapy electrode. The sore was reportedly like a boil that was oozing fluid. The patient's physician advised the patient to apply a bandage to the sore, which later had to be removed due to interference, and prescribed the patient an oral antibiotic. Follow-up indicated that the sore was improving.